Event description:
Caller reported a cgm error, specifically error 42 with a g7 sensor. There was no reported impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and the caller successfully started a new sensor session without further issues.